Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty adjusting the stimulation level to a lower amplitude using the patient programmer. As such, the patient discontinued using stimulation due to the issue. Additionally, the patient reported experiencing unpleasant sensations regardless of stimulation. In turn, surgical intervention was undertaken during which the entire system was explanted. The issues have resolved following the explant procedure.